Manufacturer narrative:
(B)(4). This complaint is an ancillary service event was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-07304 for the investigation. If any additional information is received, a followup will be sent.

Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 21:50:26. During night drain cycle seven, the patient's ultrafiltration reading was 1573ml, indicating the home patient (hp) drained 1573ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.